Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid left anterior descending artery. 120 pulses were successfully delivered at 4 atm. A drug eluting stent (des) was placed in the lad followed by post-dilatation with a non-shockwave balloon catheter. There was no patient sequalae reported. Additionally, there was no ivl malfunction reported. The patient was discharged the day of the index procedure. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction (mi). The cec determined that the mi was a non q-wave mi attributable to the target vessel. The mi was reported to occur the same day as the index procedure. Additionally, the cec noted a loss of side branch. They determined that the mi was possibly related to the study device and definitely related to the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction post-op could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.